Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 202 mg/dl. The troubleshooting was performed and they were able to complete the rewind. The customer stated that they received another unexpected restart after the battery change. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart alarm noted during test. (B)(4).